Event description:
Customer reported the insulin pump alarmed button error when the customer arrived home from the gym. Customer took the battery out and the device alarmed battery our limit and was unable to clear it. Customer let battery out over night. Customer's blood glucose was 115 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The unit was received with intermittent button response due to corroded keypad traces. There was no button error alarm or battery out limit alarm noted. The unit was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.